Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6008096 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 6008096 were previously tested in complaint 2143458 on 10/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6008096 was packaging according to the wi version 115 in the line 3, on 03/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g00158 was manufactured according to the wi version 11 in the gluing of tubing in the machine igtl01, on 03/jul/2024, with a total of (B)(4) units. The lot 4f04735 was assembled according to the wi version 64 in the gluing of tubing in the machine sc01, on 01/jul/2024, with a total of (B)(4) units. The lot 4f04736 was assembled according to the wi version 64 in the gluing of tubing in the machine sc01, on 01/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008096 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.